Event description:
The tip of the 6f jr4 diagnostic catheter was separated from the body of the catheter at about 3cm far away from the tip. This occurred with the catheter reached the ascending aorta. The segment has been removed from the vascular of the pt by a snare. The catheter will be returned for investigation.

Manufacturer narrative:
The product involved with lot number a0705295 should have been part of the 6f infiniti catheter recall in 2006. Investigations are on their way to determine why the product was not returned from another counry. The product is available for eval and testing; however, it has not been rec'd to date (which is indicated as "other"). Add'l info will be submitted within 30 days of receipt.